Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responisive to user pressses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the ok button was under responsive to user presses while all the other buttons were responsive. The keypad cover was found to be peeling. The keypad cover was removed and there was contamination found under all the contacts. Unrelated to the original complaint, the battery compartment was found to be cracked above and below the grip pad. Additionally, the pump powered on to a dim and discolored display.